Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model # m4800-01, (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a smartablate radiofrequency generator and suffered an esophageal fistula requiring an unspecified intervention. On post-procedure day 22, after a successful ablation procedure, the patient presented with gastrointestinal symptoms and an esophageal fistula was diagnosed. The patient received an unspecified intervention. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. It was noted that it is not known if a bwi product is responsible for the injury. Physician did not provide a causality opinion.

Manufacturer narrative:
On 12/2/2017, biosense webster received additional information regarding this event. There is no information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. There is no information regarding esophageal injury prevention measures or how the esophageal injury was confirmed. There is no information regarding spi value. There was a lasso in the chamber, but it is unknown how close it was to the smarttouch catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Additional concomitant products: unspecified lasso catheter. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a smartablate radiofrequency generator and suffered an esophageal fistula requiring an unspecified intervention. On post-procedure day 22, after a successful ablation procedure, the patient presented with gastrointestinal symptoms and an esophageal fistula was diagnosed. The patient received an unspecified intervention. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. It was noted that it is not known if a bwi product is responsible for the injury. Physician did not provide a causality opinion. Product evaluation summary: repair follow-up was performed and device was not shipped for service. Service was declined, as such, the complaint was unable to be confirmed. The device history record (DHR) was reviewed it verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).